Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f21024 and h13e27023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The nurse reported the cause of peritonitis was a gallbladder attack. The patient was hospitalized for three days for peritonitis. The patient was treated for peritonitis with an unknown antibiotic. At the time of the report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available. This is report 1 of 2 for this peritonitis event.